Event description:
It was reported that the screw broke at the junction (with thread) upon insertion. It was not retrieved; no additional information regarding retrieval of broken piece could be provided. Follow-up with the reporter provided information that the surgeon was no longer with the facility and no additional information was available. No further pt information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is improper bone preparation or continually applying torque after the screw is fully seated. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow up report will be submitted.